Event description:
The baxter technical service center received a cycler for regular maintenance. During maintenance, the engineer confirmed that there was a burnt part on the j4 connector of the accomp board and heater pan. There was no patient allegation regarding this incident. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was evaluated for the reported condition of burnt part on the j4 connector. The results of evaluation confirmed that there was a problem on the j4 connector of the accomp board and heater pan. The cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.